Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the stent was delivered to the predetermined position and deployed, and when about 1/3 of the length was deployed, it was found that the tip end of the stent slipped from the original position to the neck of the aneurysm. The stent was ready to be retrieved, repositioned and deployed. At this time, the stent could not be retrieved into the microcatheter. The surgeon had tried many times, but the stent could not be retrieved, and the stent could only be deployed completely. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. There were no patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of a saccular, ruptured left internal carotid artery ophthalmic artery segment aneurysm with a max diameter of 7 mm and a 6 mm neck diameter. The landing zone was 3.2 mm at the distal end and 3.7 mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex pusher was returned for analysis within shipping box; within a sealed plastic biohazard pouch; within an opened pipeline flex inner pouch; within a dispenser coil and within an introducer sheath. The unknown micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the distal end of the introducer sheath was found flattened. The pusher was retracted out of the introducer sheath as it could no longer be advanced out. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the proximal bumper, resheathing pad, resheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. The already deployed braid was not returned for analysis. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿resistance/stuck during retrieval¿ could not be confirmed as the braid was not returned. Possible causes for failure include patient vessel tortuosity, braid damage, catheter damage, user does not maintain continuous flush, or incompatible catheter. Customer reported devices were prepared per IFU, vessel tortuosity as moderate, and no friction or difficulty during delivery/positioning. Therefore, the cause could not be confirmed. The customer report of ¿movement during deployment¿ typically could not be confirmed through device analysis and no videos/fluoroscopy images were submitted for review. Possible causes are vasospasm, patient vessel tortuosity, high force delivery, catheter kickback, insufficient distal anchoring of braid or incorrect braid sizing. The distal introducer sheath was found flattened. It is likely the sheath became damaged during handling after the procedure or return shipping as the severity of the flattening would not allow the device to advance forward otherwise. As the braid and micro catheter used during the event was not returned, any contribution of the braid and micro catheter towards the resistance during retrieval and movement during deployment could not be confirmed. As the model and lot numbers of the micro catheter were not reported, compatibility could not be assessed. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no friction or difficulty during delivery or positioning. The stent was implanted in its intended position and then, it was found that the tip end of the stent was displaced. The stent was displaced and the surgeon prepared to withdraw the stent and reposition and deploy it. However, the stent could not be withdrawn back into the microcatheter and this stent could only be deployed completely. Then, another new stent was deployed.